Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies found were. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue and blood was removed with alcohol and helix operated within specification.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tip was blocked, therefore the lead was not implant. The rv lead was removed. No patient complications have been reported as a result of this event.